Manufacturer narrative:
The user reported that he thought that his bg readings were high due to the sugary drink that he drank prior to receiving the high bg readings. The user also reported that his doctor did not change his medications and that for the past few weeks, he has been receiving bg readings from his dario meter that are in his normal range of 200 mg/dl - 300 mg/dl. In addition, the user reported no issues with his dario strips or meter and doesn't have any concern regarding the accuracy of his bg readings. Since the user's bg readings were similar to the bg readings he received at the ER, therefore this complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving two bg readings in the 480 mg/dl range from his dario meter. Due to these high readings, the user went to the ER where his bg level was tested and was found to be reading close to that of his dario meter. The user reported that he was at the ER for five hours, where the user was given ivs. Following the ivs that the user received, his bg was tested and found to be in the 200 mg/dl range, after which the user was released home.